Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and hypermobility of the urethra.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/06/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent graft removal and revision of cuff on (B)(6) 2013, due to graft erosion. It was reported that the patient underwent right double j stent change, right retrograde ureteropyelogram and cystoscopy on (B)(6) 2013, due to right ureteral obstruction. No additional information was provided.

Manufacturer narrative:
It was reported that following procedure the patient experienced bleeding and vaginal discharge.